Manufacturer narrative:
Examination was not possible as no product was returned. The exact cause of the reported subsidence and poly wear cannot be determined, but extra impact from a drop foot on the left side may be a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Bilaterally, patient was revised due to tibial subsidence of the left knee. Intraoperatively noted poly wear of the insert.